Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with failed battery test alarm due to corroded battery tube. The insulin pump had a broken battery cap, cracked battery tube threads and cracked reservoir tube lip. The battery is stuck in battery tube.

Event description:
The customer reported that the insulin pump has malfunctioned. The blood glucose reading was 263 mg/dl. The patient stated that during a battery replacement, the lid broke off and the battery leaked. The blood glucose did not transfer over to the pump due to a low battery. The physical damage to the insulin pump is corrosion from the battery leak. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.